Manufacturer narrative:
Implants regio 22 and 23 fractured. Construction was a implant retained bridge from 12 to 23. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis of both implants concluded mechanical overloading of the implants. In addition 1 implant of the 2 showed inhomogenous mechanical overloading. The initial report was submitted 03/02/2021 but did not pass the FDA gateway. This is the combined initial and final report submission.

Event description:
Implant fracture.